Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had led anomaly. Customer's blood glucose was unknown. The customer noticed that display on pump was very grey. We tried to the settings but it did ot make a difference. The customer wanted to replace the pump since patient could not see what was saying on the screen properly. The customer agreed to replace pump.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored, and the display turned light gray, making it difficult to read the display. The problem was isolated to the lcd controller. The pump was received with minor scratches on the lcd window, case and keypad overlay. The pump also had a cracked keypad overlay.